Event description:
A malfunction was reported on the pump when it lost power, and upon being turned back on, a malfunction occurred. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset instructions, helped reset the pump, and advised the customer to continue using the pump while instructing them to call back if the malfunction code reappeared, which it did not after the reset.